Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; catheter body- melted at or after explant, did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the revision of the catheter resolved the issue and the patient was doing great now.

Manufacturer narrative:
Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2016; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot#: (B)(6); ubd: 24-aug-2018; UDI#: (B)(4); h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) and a patient via a manufacturer representative (rep) regarding a patient receiving dilaudid (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the patient went in for a pump refill. The residual volume showed 2.0, but the pump nurse reported that they pulled out 14cc. The pump was replaced a few weeks ago and the patient noticed withdrawals after, which the patient reported now at their first refill. A dye study was scheduled for as soon as possible. No actions or interventions were taken yet. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown. It was noted that the hcp had no further information at the time of the report. The patient status was alive with no injury. A follow up report from the rep was received on 2023-may-02. The pump side of the catheter was explanted and replaced. When opening the pump pocket, the connector to the pump did not look normal, it looked bent. There was a noticeable cut in the catheter before the collet. After the pump segment was replaced "the flow was beautiful". Additional information was received from a healthcare professional (hcp) and manufacturer's representative (rep) on 2023-apr-28 indicated the rep assisted with a routine pump replacement which she stated was unremarkable. The rep stated post-replacement the patient felt as though the pump was not working and saw the hcp whom related pain symptoms to a surgical procedure. The rep stated the patient came back to the clinic for a refill appointment and they were expecting a small amount of actual volume, but aspirated 14ml of drug. The rep stated the initial refill amount was 16ml. The rep stated the pump logs were checked and no alarms were recorded, and a roller study done and was negative. The rep stated they attempted a catheter access port (cap) dye study and were unable to aspirate from the cap. The rep stated the patient was having a revision today (on (B)(6) 2023) or monday next week.